Event description:
The customer contact reported that during testing at the user facility, the device touchscreen was found to be out of calibration and the device displayed "replace front bezel". The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen response was intermittent. The device touchscreen keys would randomly stick, not respond, and were not able to be calibrated during the touchscreen test. A review of the device history at the service center found fluid ingress on the edge at the bottom of the touchscreen. The probable cause is due to fluid ingress which altered the characteristics of the touch screen. A s indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.